Event description:
It was reported that the catheter had become disconnected. The reporter mentioned that throughout the years of changing the catheters, some floating pieces of catheter remained in the patient's spinal area. The patient was told by his physician that it was best to leave the catheter pieces due to the risk to remove them. The device system was used to deliver hydromorphone, bupivacaine and compounded baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).